Manufacturer narrative:
Physio-control evaluated the device and observed that it wouldn't power up in battery mode. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during test. According to the reporter, the device would not power up in battery, there was no pt use associated with the reported event.